Event description:
It was reported that the patient experienced recurring incontinence because the artificial urinary sphincter (aus) was not cycling due to fluid leak. A revision surgery was performed to replace the device. The patient had a successful outcome following the procedure.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.